Event description:
The customer contacted baxter's service center regarding a system error 224, which occurred on the homechoice (hc) during use during drain 2 of 4. The home patient (hp) had disconnected. The technical service representative (tsr) reviewed the disconnect procedure. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.on (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp stated they did not have any additional details to provide. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4).the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.